Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test slightly loose drive support disk. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, minor scratched display window and missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm during an infusion set change. Customer's blood glucose was 163 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.